Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. If this information becomes available at a later date, the file will be updated accordingly. Additional information was requested and the following was obtained: when the stapler would not release from tissue and surgeon had to carefully peel tissue away from cartridge, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Or, were the jaws open, but the tissue was stuck to the cartridge deck? -the stapler was open and the tissue was sticking to the cartridge deck. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? -the stapler was open and the tissue was sticking to the cartridge deck. Was buttressing material utilized? If so, which product? -no butressing was used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon went to fire the stapler on the third firing of the gastric pouch. When completed the firing, the stapler would not release from tissue. Surgeon had to carefully peel tissue away from cartridge. The cut line did not look right, straight staples coming out of staple line. Surgeon continued to use the same stapler. Completed the pouch and the j-j just fine. All cut lines looked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54c9l. The analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.